Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: flat creases, total delamination of the valve, and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of the valve (adhesive failure). Based on the device analysis the final assessment is total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.